Event description:
During a reverse right total shoulder arthroplasty procedure the zimmer 2.5 drill bit broke off during recommended use of the drill bit broke off during recommended use of the drill bit by the surgeon. It was not noted during the procedure that the drill bit was broken, the broken drill bit was noted when the scrub tech was washing the instrument approx 30mins post op. The scrub tech notified the rnfa who then immediately reviewed the routine post op view shoulder x-ray and noted the presence of the broken drill bit tip. The rnfa notified the surgeon immediately. The surgeon disclosed the event to the pt early morning post op day 1, with recommendation not to remove the broken drill bit tip due to the potential for increased soft tissue damage and/or bony damage that would not have led to what is anticipated an uncomplicated outcome or potentially complicated outcome or potentially compromise the pt recovery process. Varicose veins and hypertension psh: right total knee arthroplasty, cholecystectomy, lap-band procedure, cervical laser procedure, tubal ligation, no known drug allergies.